Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular (rv) lead exhib- ited impedance greater than 2500 ohms. Clavicular crush was the suspected cause of the rv high impedance and may also have caused the intermittent sensing and capture observed on the right atrial lead. The lead was capped and replaced.